Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up performed on 1 (B)(6) 2018, the physician noticed that the 24-hour heart rate curve showed very high values (around 160-170 min-1) whereas the device was programmed in vvi mode at 60 min-1 (maximum rate 130 min-1). Moreover, it was observed that the ventricular pacing threshold had increased (around 3v, whereas it was previously 0.5v). The ventricular pacing amplitude was reprogrammed from 2v to 5v.